Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had an exposure of their implantable neurostimulator (ins), and the device was functioning however it was exposed and needed to be removed. An explant was scheduled for (B)(6) 2016 and normal monitoring/follow up post op were the planned actions to resolve the issue. The issue was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.